Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the post-operative check it was found that the right ventricular (rv) lead threshold had increased from 0.4volts at 0.5 milliseconds to 3.25 volts at 0.5 milliseconds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.